Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no manufacturing issues were discovered. Poor alignment of the adjustment tool with the axis of the screw can cause additional forces to act on the pongs resulting in fracture. This is also further confirmed in the IFU, which states "instruments which have experienced extensive use or extensive force are more susceptible to fracture." Conclusion: a plausible root cause is user error and/or device age.

Event description:
It was reported that; during surgery, the surgeon inserted the screws. Before inserting rod, a surgeon used adjustment tool. When the surgeon was adjusting screw using adjustment tool, the tip of adjustment tool was broken. Therefore the surgeon removed the tip of adjustment tool from the screw head.

Event description:
It was reported that; during surgery, the surgeon inserted the screws. Before inserting rod, a surgeon used adjustment tool. When the surgeon was adjusting screw using adjustment tool, the tip of adjustment tool was broken. Therefore, the surgeon removed the tip of adjustment tool from the screw head.